Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percutaneous nephrolithotomy set was used in a pcnl procedure on a patient (weight unknown). According to the complainant, thee physician reported that he clamped the drainage tube and the patient was released from the hospital one day post operative. Imaging taken post operatively showed the tract to be clear of obstruction with some distal stones. The following day (2 days post operative) the patient reported leaking of the tube and pain. The physician reconnect the tube and clamped. The patient returned one week post operative for removal of tube. The physician reported that the patient was free of stones at this time, however, the distal end of the catheter was lodged in the ureter, occluding the ureter. The catheter was removed and the physician confirmed the ureter was intact and there was no damage to the kidney. Additional intervention was not required. The patient is reported to be fine.